Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a pinhole was noted in the sheath of the burr catheter. A saline infusion bag was successfully attached to the rotablator system. During testing of the 1.25mm rotablator rotalink plus unit saline was noted to be leaking from a pinhole in the sheath. The device never entered the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a pinhole was noted in the sheath of the burr catheter. A saline infusion bag was successfully attached to the rotablator system. During testing of the 1.25mm rotablator rotalink plus unit saline was noted to be leaking from a pinhole in the sheath. The device never entered the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotablator plus unit was received for analysis. A visual examination was carried out and no issues were noted. A tug test was performed to examine the integrity of the handshake connection. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. An attempt was made to wet test the rotablator plus unit. It was noted that the catheter sheath was leaking approximately 18-19cm from the strain relief. Two pin holes were evident where the catheter sheath was leaking. This is consistent with over tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The rotablator dfu states that "if the homeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The homeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". Therefore the root cause classification is user related. (B)(4).